Event description:
Customer reported that the needle broke off at the hub and had to be retrieved from the patient. No information was received regarding any serious injury as a result of this product malfunction.